Manufacturer narrative:
Moog medical is attempting to contact the customer and gather more info on the injury and circumstances. Method: actual device was evaluated. Results: the eval included performance testing (accuracy, air/no food alarm, etc.) And performed according to specification. Conclusion: the alleged complaint/defect could not be duplicated. If more customer/pt info becomes available, a follow up report may be submitted.

Event description:
Reported by the customer as: at 3 am, parent checked pump and found the pump did not alarm when bag was empty...which parent calculated should have been at 2:30 am... And pump was still running introducing air into pt's stomach... Pt was crying and threw up... Pt has been that way for the last few days, and parent is not sure if the pump is responsible.